Event description:
New information received indicated the right ventricular lead noise was due to lead damage caused by clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a unrelated procedure. During pre-operation check, it was observed the right ventricular lead was oversensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: component code was added to h6.